Manufacturer narrative:
A visual examination under naked eye and magnification of the returned plate and screws was performed. No defects of this screw were observed. Additional mdrs associated with this event: 3025141-2016-00023: screw 1, 3025141-2016-00024: screw 2, 3025141-2016-00025: screw 3, 3025141-2016-00026: screw 4, 3025141-2016-00028: screw 6, 3025141-2016-00029: screw 7, 3025141-2016-00030: plate.

Event description:
An acu-loc 2 distal radius plate was implanted on (B)(6) 2015. Two months later, x-rays determined that the distal locking screws were broken at the base. The screws and plate were explanted on (B)(6) 2015.